Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident shell was reported. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event as dislocation occurred between the head and liner. No allegations were made against the reported device and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Not available.

Event description:
Post-operative diagnosis: patient underwent primary right total hip replacement (B)(6) 2018. Patient returned for instability with two anterior dislocations. Patient was revised on (B)(6) 2018. All components exchanged except femur.